Event description:
It was reported that the nurse informed sales rep that when opening the package, it was noticed cracks on the plastic outer package.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.